Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon leaked.the patient's condition was reported as fine.